Event description:
It was reported the patient experienced ineffective therapy. A lead fracture was confirmed. As a result, surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial:(B)(4), batch: a000107526

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.